Event description:
During an unknown patient procedure the reamer was found to be dull. There was no surgical delay, patient/user harm or other adverse events reported.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Information was provided by stryker.

Manufacturer narrative:
Complaint sample was not returned for evaluation so the reported event could not be confirmed. Device history record (DHR) review was performed and no discrepancies were found. No further investigation required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was confirmed. The device shows evidence of dull cutting teeth from end of life. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.